Event description:
The device was reading pt's blood glucose higher than normal. The pt had two hypoglyclemic events. The device result was 295 mg/dl and pt took insulin and went into coma. Emts were called and pt was given a tube of something and transported to the e.r. And kept overnight. Controls were not used on the system. The device was replaced and requested for return for eval.